Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7123240. UDI: (B)(4).

Event description:
It was reported that the patient's leads were fractured which was confirmed with imaging.